Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought she was having a problem with her ins because she felt it was hurting really bad and she couldn't walk. The patient wanted to get a second opinion from another hcp. The patient said she needed MRI guidelines for an MRI of her back. The MRI was being done to check on a potential issue with the device and a previous surgery as well. The patient said she hasn't used the therapy for a while and she was having a lot of problems in and around the battery. The patient said the ins battery was burning and hurting her real bad and sometimes it was burning and hurting her whole hip. The patient said it bothered her. The patient said the last two months have been terrible. The patient said the last 5 weeks "the right side never bothered them unless that battery bothered them, so that battery around that area has been bothering her for over a year on and off." The patient said in the last 5 weeks it was always the left side that bothered them and the last episode was on the left side for about a week and then it went to their right side. The patient said it stayed going up their back. The patient said it was like there was a knot that was going up higher every day. The patient said it was scary because she could feel it and she could feel the inflammation and all. The patient said "what is going to happen when it gets to the top of my spine? Go to my brain? I'm in pretty bad shape right now." The patient said that it hurt her so bad that sometimes it was even hard to walk. The patient aid the ins was off and it hasn't been charged or anything for the last 6 weeks. The patient was directed to follow up with her hcp. No further complications were reported.